Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that then they experienced hyperglycemia. Customer's blood glucose value was 438 mg/dl at the time of the incident. Customer did not wish to troubleshot for high blood glucose value. Customer stated location of the leak was quick release. The device will not be return for analysis.